Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 530 mg/dl. The customer was admitted to the hospital. The customer was sick and had pain and attributes the high blood glucose to the pain and medication. The customer cause of emergency room visit was diabetic ketoacidosis. The customer was treated with fluids and insulin through an IV. The customer was wearing the pump at the time of emergency room visit.